Event description:
It was reported that during an unknown procedure the scalpel could not stop activating when the 'min' button was released. There was no auditory and tactile feedback when press the 'min' button. Changed to a new device to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.